Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels over the course of a week (380s mg/dl). Contact stated the suspected reason was the holidays and the customer was not playing basketball like they normally do. A corrective bolus was delivered to address bg level. Contact stated customer's bg level was 180 (mg/dl) at the time of the call and the customer has been at target since experiencing the elevated bgs. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.